Event description:
The customer reported that the unit had a defective ac power connector. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a third party dealer/distributor and it was confirmed than the ac power supply was defective. The ac power supply was replaced to resolve the issue. The device then passed all required testing and remains at the customer site for use. The ac power supply was defective.